Event description:
It was reported to the clinical engineering department by a physician, that the epg (external pulse generator) is dim, and the knobs are hard to turn. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) : analysis confirmed the initial report, there was moisture build up between the keyboard and the display lens and the knobs were contaminated. It was also noted that the upper and lower case halves were broken and contaminated, the battery release and display were contaminated, both bail covers and battery drawer were broken, the lead flex cover main printed circuit board and heart lead flex were corroded, one bail and the ring were bent and the serial number label was torn.